Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site due to significant weight loss. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.